Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens before discovering it was the wrong power. The lens was removed without any pt incident. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Eval - results: visual inspection of the returned product showed that half the lens was torn off and missing, and there was a clear surgical residue on the lens.